Event description:
It was reported that a nurse was in the room when she smelled smoke. There was no pt involved. No other info was available.

Manufacturer narrative:
The hospital returned the warmtouch 5900 to the service center for eval. The investigators examined the unit and found the power cord and the input socket was damaged. The engineer replaced both parts and ran the unit through the tests according to the service manual. The unit passed all performance tests verification (pvt). They concluded the failure was a result of an accessory (power cord).